Event description:
10cc 0.9% sodium chloride injection (saline flushes) stocked in nicu par in clear packaging without white caps on them - some plungers had been engaged so flushes were not filled to 10cc. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, bd posiflush (per site reporter). Waiting for their response.